Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic diabetes implemented revised reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the esc and act was not working. The customer reported that the numbers and the scroll bar were moving up with no input. The customer reported that the insulin pump was alarming at the time of call. The customer reported that they were unable to clear the alarm due to keypad anomaly. The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose was 450 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.